Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump was not working so a revision was scheduled. When explanted, the physician pumped the device and liquid came out of a hole in the tubing above the cylinder. The device was removed and replaced.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This MDR is created as a follow-up to record #593993, according to the available information the penile implant was implanted on (B)(6) 2020 and was removed and replaced on (B)(6) 2020 due to the pump not working. Information received indicated that when explanted, the physician pumped the device and liquid came out of a hole in the tubing above the cylinder. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.